Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f704 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f704 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. A photograph analysis was conducted for this complaint. A review of the photograph confirmed the blood leak on the wall of the centrifuge chamber; however, the source of the leak could not be determined based on the information provided. No further action required. This investigation is now complete.

Event description:
Customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated a leak centrifuge alarm occurred at the start of the treatment and a thin streak of blood was discovered on the wall of the centrifuge chamber. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable. The customer has returned a photograph for investigation.